Event description:
It was reported that the pump shut off unexpectedly. The pump history was reviewed and it was found that the customer had received multiple low power alerts and alarms. The customer believed the pump had experienced a battery gauge fluctuating event prior to the shutdown as the pump battery was fully charge a few hours prior to the event. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.